Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure in 2008. According to the complainant, during the procedure, the clip deployed and came off of the catheter before it could be attached to the tissue. The clip was removed from the patient with a roth net and the case completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine".